Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the (B)(6) of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). On an unreported date in 2011, the patient experienced peritonitis. On (B)(6) 20110, the patient was hospitalized for peritonitis. Treatment included removing the pd catheter and temporarily placing the patient on hemodialysis (hd). At the time of this report, the patient was recovering and was discharged on (B)(6) 2011. Concomitant medications were not reported. The nurse stated the event was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The specific product code for the transfer set is unknown. The brand name, manufacturer and 510k; however have been provided in this MDR. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h10e10089, h10k29039, h11a03058, h11b07024, h11c03013, and h11e09049 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.